Manufacturer narrative:
This report is for an unknown constructs: uss/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4): a (B)(6) year old female patient had poor wound healing requiring debridement. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: guo, j. Et al (2016), risk factors for construct/implant related complications following primary posterior hemivertebra resection: study on 116 cases with more than 2 years¿ follow-up in one medical center, bmc musculoskeletal disorders, vol. 17(1), pages 1-8 (china). The purpose of this retrospective study is to analyze complications following primary posterior hemivertebra resection and to investigate the possible risk factors associated with the occurrence of construct/implant related complications. Between january 2003 and january 2012, a total of 116 patients (62 male and 54 female) with a mean age of 9.8 years (range, 2-19 years) underwent posterior hemivertebra resection using transpedicular implants. Of these patients, 13 cases were treated with unknown synthes uss (ao, titanium). All the patients were followed-up at 3, 6, and 12 months after the surgery and then at a year interval. The average follow-up period was 67 months (range, 24-133 months). The following complications were reported as follows: the article did not specify which among of the 13 cases were treated with unknown synthes uss (ao, titanium). A (B)(6) year-old female patient had screw migration at 4 years postoperative. The coronal segmental curve was 0 at the latest follow-up and the total main curve was 0 at the latest follow-up. The sagittal (+)/lordosis(-) measurement was -6 at the latest follow-up and the distance to normal was 5 at the latest follow-up. The implants were removed. A (B)(6) year-old female patient had screw migration at 7 years postoperative. The coronal segmental curve was 12 at the latest follow-up and the total main curve was 15 at the latest follow-up. The sagittal (+)/lordosis(-) measurement was -2 at the latest follow-up and the distance to normal was 9 at the latest follow-up. The implants were removed. A (B)(6) year-old female patient had rod break without migration at 6 months postoperative. The coronal segmental curve was 20 at the latest follow-up and the total main curve was 23 at the latest follow-up. The sagittal (+)/lordosis(-) measurement was -22 at the latest follow-up and the distance to normal was -2 at the latest follow-up. Conservative treatment was observed. A (B)(6) year-old female patient had screw misplacement and complained of right leg pain at 3 days postoperative. The coronal segmental curve was 0 at the latest follow-up and the main curve was 0 at the latest follow-up. The sagittal (+)/lordosis(-) measurement was -6 at the latest follow-up and the distance to normal was -2 at the latest follow-up. Underwent revision with hooks. A (B)(6) year-old female patient had screw misplacement at 2 days postoperative. The coronal segmental curve was 15 at the latest follow-up and the main curve was 17 at the latest follow-up. The sagittal (+)/lordosis(-) measurement was -11 at the latest follow-up and the distance to normal was 22 at the latest follow-up. Removal of misplaced screws was done. A (B)(6) year-old male patient had pedicle elongation and screw migration at 7 years postoperative. The coronal segmental curve was 4 at the latest follow-up and the main curve was 4 at the latest follow-up. The sagittal (+)/lordosis(-) measurement was -7 and the distance to normal was 6 at the latest follow-up. The implants were removed. A (B)(6) year-old female patient had pedicle elongation and screw migration at 3 years postoperative. The coronal segmental curve was 2 at the latest follow-up and the main curve was 4 at the latest follow-up. The sagittal (+)/lordosis(-) measurement was -6 at the latest follow-up and the distance to normal was 14 at the latest follow-up. The implants were removed. A (B)(6) year-old male patient had proximal adjacent kyphosis at 4 years postoperative. The coronal segmental curve was 32 at the latest follow-up and the main curve was 43 at the latest follow-up. The sagittal (+)/lordosis(-) measurement was 14 at the latest follow-up and the distance to normal was 11.5 at the latest follow-up. Extended fused segments treatment was done and revision surgery was done to correct the adjacent kyphosis. A (B)(6) year-old male patient had progressive kyphosis at 7 years postoperative. The coronal segmental curve was 6 at the latest follow-up and the main curve was 7 at the latest follow-up. The sagittal (+)/lordosis(-) measurement was 10 at the latest follow-up and the distance to normal was 4.5 at the latest follow-up. Extended fused segments treatment was done. A (B)(6) year-old female patient had poor wound healing at 8 days postoperative. The coronal segmental curve was 8 at the latest follow-up and the main curve was 10 at the latest follow-up. The sagittal (+)/lordosis(-) measurement was 10 at the latest follow-up and the distance to normal was 6.5 at the latest follow-up. Debridement was done. An (B)(6) year-old male patient had poor wound healing at 6 days postoperative. The coronal segmental curve was 3 at the latest follow-up and the main curve was 5 at the latest follow-up. The sagittal (+)/lordosis(-) measurement was -3 at the latest follow-up and the distance to normal was 0 at the latest follow-up. Debridement was done. Unknown patients had neurologic complications occurred with construct/implant related complications, 1 of which had left thigh pain, numbness and powerless, and the other 1 had right calf and foot pain and numbness. The symptom completely relieved after the revision surgery. The complaint involves total 12 devices. This complaint addresses 5 devices and remaining 7 devices are addressed under linked complaint (B)(4). This report is for a (B)(6) year old female patient had poor wound healing requiring debridement. This report is for an unknown synthes constructs: uss. This is report 3 of 5 for (B)(4).